Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2, h6, and h10. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.